Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the left anterior descending artery (lad). A 2.25x28mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lad lesion. However, it was noticed that the stent was lifted. The device was removed without any segment detached inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed proximal stent damage. Stent struts were misaligned and pushed distally from their original location on the balloon. This type of damage is consistent with the stent encountering resistance upon removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination confirmed kinks at various locations along the shaft of the device. This type of damage is consistent with excessive force being applied to the catheter during use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the left anterior descending artery (lad). A 2.25x28mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lad lesion. However, it was noticed that the stent was lifted. The device was removed without any segment detached inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.